Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (belt communication faults) has been confirmed. Upon eval, the trunk cable connector was broken. The cause for the damaged connector cannot be positively identified, but was likely the result of excessive force. The belt was fully functional once the trunk was replaced. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report a loud siren alarm. A review of the pt's download revealed several belt communication faults. The pt was issued a replacement electrode belt.